Event description:
During preventative maintenance of the device, the biomed reported that the power cord on the foot switch had some nicks. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.